Event description:
The customer reported less than two milliliters of clear fluid leaked outside the instrument at shear valve #85 involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has a risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed minimal fluid leaked from the left shear valve #85 due to normal wear and replaced the left shear valve assembly to resolve the issue. The fse performed system startups and controls and noted no further fluid leak. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).